Event description:
New information received notes the lead was explanted and replaced as a result of the noise. Patient condition post procedure well.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that via remote transmission, intermittent non-sustained rv oversensing was observed. Noise was reproducible in clinic. Lead revision is planned.

Manufacturer narrative:
Internal insulation abrasion under the rv shock coil was noted at 58.1-58.2cm from the connector pin. The etfe coating was intact at this location. Internal insulation abrasion under the rv shock coil was noted at 59.2-59.4cm from the connector pin. The sensing conductor etfe coating was abraded at this location. This is consistent with the observation from the field of oversensing and noise.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.